Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her infant daughter. The device allegedly gave readings that were 3-7°f lower than the patients actual temperature. The child was taken to the hospital where a fever of 102.3°f degrees and a double ear infection were confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her infant daughter. The device allegedly gave readings that were 3-7°f lower than the patients actual temperature. The child was taken to the hospital where a fever of 102.3°f degrees and a double ear infection were confirmed. There were no complications from this incident, and the patient is doing well now.